Manufacturer narrative:
A device replacement is previewed for the next follow up check up. The lv lead will also be checked during this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead had a progressive increase of pacing lead impedance since last year from 1,500 to 2,000 ohms. Also, a high threshold measurement was observed however the device functionality was perfect with its elective replacement indicator (eri) getting normally close. They planned for device replacement and the lead will be checked occasionally. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was subsequently received that a revision procedure was performed. The device was explanted and replaced, the lv lead remains implanted. Lv impedance measurements were 2700 ohms in bipolar configuration and 590 ohms in unipolar configuration. As a result, the lead was programmed to unipolar configuration. No adverse patient effects were reported.